Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic assisted partial nephrectomy procedure on (B)(6) 2017 and the implantable suture clips were used. During the procedure, the clips would not close properly. The procedure was completed by using another like device. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The actual device was returned for evaluation. One xc200 cartridge was received with no apparent damage, only two clips were loaded. The remaining clips were tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 2 clips as intended over suture. The clips were form as intended and conforming to our manufacturing requirements. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.